Event description:
It was reported that the patient mentioned unrelated medical history. This included patient said they started getting shocked when they were almost done charging. The manufacturer representative provided additional information indicating that the cause of the shocking sensation near the end of charging was determined to be related to the rechargeable implantable neurostimulator (ins) having fully depleted, with the sensation occurring when stimulation was restarted after recharging. The sensation was believed to originate from the ins when therapy was turned back on. Resolution steps included repeating recharging education to help the patient avoid full depletion in the future. The issue has been resolved, the exact onset date is unknown. The information was confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.